Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed wetness near the pneumatic tap. Reportedly, the customer loads the cartridge with 3 ml. Customer's blood glucose level was 290 mg/dl. The customer indicated that a bolus via the pump would be administered. The customer successfully completed the load process. Reportedly, the customer stated that the pump had corrosion. A picture that was sent to tandem's technical support shows paint had chipped off the pump.